Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged during a clinic follow-up. The lead was explanted and replaced. The patient was stable. The physician believes the dislodgement was due to the patient's abnormal myocardium.

Manufacturer narrative:
The reported events were for ¿lead dislocated¿, high thresholds, and high impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported events of high thresholds and high impedance were not confirmed. The electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. After cleaning the helix region and inner coil lumen of blood and applying torque directly to the inner coil, the helix was able to extend and retract. The extended helix was within product specification.